Event description:
Additional information was received from the patient. When asked they stated the the cause of the communication issues was determined to be due to the device growing into the tissue. When asked what steps would be taken to resolve the issue they stated that they planned to have the device replaced on (B)(6) 2024. This was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they need an MRI for their neck and were told they have to put their ins into MRI mode and requested assistance to activate MRI mode. Worked with patient to try to synch with their implanted device and patient reported seeing: device is not responding, it had been plugged in for 5 hours before the called today. Patient repositioned the communicator several times but was unable to get it to connect. Patient was able to feel where the implanted device but said it feels like a box it does not feel like a flat oval shape, pt said they know it is working they know it is not dead. Patient tried standing up and bending over, repositioning numerous times with someone helping them but was still unable to connect to see their settings. They restarted the handset, toggled wifi off and bluetooth off and back on and tried several more times. The issue was no t resolved. An email was sent to the repair department to replace the device. Patient said they have an appointment with their doctor on the 7th. During the call pt said their stimulator has moved, that is why they have to have a new one put in, they were supposed to have a pouch put in but they got sick for 3 years and could not have it done. Patient said it was very painful when it started moving but now they don't have any more pain and it will be replaced with an different device. Asked patient if they had a fall or traumatic accident and patient said no. Pss asked the event date for when the device moved and was painful but pt did not know.

Event description:
No new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.